Manufacturer narrative:
(B)(4) corewire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a mini-percutaneous nephrolithotomy procedure on (B)(6) 2014. According to the complainant, during the procedure, the core of the wire broke. The wire remained as one part as both parts were held together by the curling coating. It was reported that no fragments detached inside the patient. The procedure was completed with another sensor guidewire. There were no patient complications reported as a result of this event. The condition of the patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
A visual analysis was performed, the product returned presented with a corewire broken and the coilwire unraveled. The results show that the wire was subjected to significant forces during the procedure, bending fatigue and a final tension overload, that contributed to the fracture on the corewire. Based on all gathered information, the most probable root cause is ¿operational context.¿ a device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a mini-percutaneous nephrolithotomy procedure on (B)(6) 2014. According to the complainant, during the procedure, the core of the wire broke. The wire remained as one part as both parts were held together by the curling coating. It was reported that no fragments detached inside the patient. The procedure was completed with another sensor guidewire. There were no patient complications reported as a result of this event. The condition of the patient was reported to be stable at the conclusion of the procedure.